Event description:
A bd 1 ml luer-lok tip IV syringe (ref (B)(4)) was removed from the sterile package and was discovered to contain no printing. There were no volume demarcations or any other printing present on the syringe. Lot: 2298434 cav 11, expiration: 10/2017.